Event description:
Ge medical has possibility of replacing east/west doors on opposite sides and door will fit but not latch correctly. There have been multiple alerts about labeling and latching but no mention of swapping the east/west doors incorrectly resulting in not being able to latch them. This has occurred several times at our hospital and biomed intervened to swap door to correct sides for proper latching. This affects ge giraffe omnibed incubator carestation.